Event description:
Reporter alleged obtaining a blood glucose result of 130 mg/dl on the advantage sys while using expired strips and then taking 10 units of novolog as he normally would. Reporter alleged that 5 minutes later, he collapsed and was unresponsive so his wife called 911. Reporter stated the emts arrived within 10 minutes, obtained a 27 mg/dl on their device and treated him with a dextrose IV. Reporter stated he was taken to the hosp and stayed there 4 more days. No other actions were reported taken or treatment received. Reporter was using expired strips and per prod labeling. Expired strips should not be used. A request was made for the return of the suspect device and replacement prod was sent.